Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed inspection for service error code returned therapy cable failed inspection for leaky gel unrelated to the reported issue. The reported service error code occurs when the self test detects an error in the therapy delivery circuit. The reported issue is an isolated failure and does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.

Event description:
Patient called in to report "device needs service" alert and service error code. Customer care attempted troubleshooting by rebooting the wcd system but was unable to resolve the issue. The wcd system failed to boot up. Troubleshooting unsuccessful. The inability to fully boot up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.